Manufacturer narrative:
UDI: (B)(4). Evaluation of the manufacturing records for lot 7425-06 did not identify any issues which might have caused or contributed to this complaint. A part was returned to integra austin for evaluation. The part received was the replacement broach from lot 217245-02 which was sent to the customer to replace the broken broach from lot 7425-06. As the broken broach from lot 7425-06, failure analysis for the failure cannot be performed. However, photographs provided by the customer show that the tip of the broach was broken off in the patient¿s bone during surgery. The failure was confirmed. According to risk documentation for the pip system, probable causes for instrument breakage or damage include inadequate or incorrect design, incorrect surgical technique, and normal wear and tear. As product lot 7425-06 was manufactured in 2001 and failed in 2019, normal wear and tear is the most likely cause for the break. The probable causes for instrument breakage or damage include inadequate or incorrect design, incorrect surgical technique, and normal wear and tear. As product lot 7425-06 was manufacturing in 2001 and failed in 2019, normal wear and tear is the most likely cause for the break.

Event description:
N/a.

Manufacturer narrative:
Review of the DHR showed no unresolved nonconformances. The DHR shows that this device was manufactured in 2001. The part has not been returned to date; therefore, no failure analysis is possible. To date, the device has been in distribution for 18 years and normal wear is likely to have contributed to the event.

Event description:
It was reported that during a surgery on (B)(6) 2019, a surgeon used a pip, broach, proximal, sz. 30 (brh-200-30p; lot 7425-06) to compact the hole made during pip implant surgery. The correct depth was achieved with the 3rd insertion. When reaming the seated broach, it broke off. The device was in contact with patient, but no patient injury was reported. The event led to a 15-minute increase in surgery. It was later reported that in order to remove the broach piece, small holes were drilled with a k-wire next to the embedded broach to gain access to it with a hospital supplied bone nibbler type of instrument. The exposed part was gripped, and extreme caution was applied whilst pulling firmly by hand.